Event description:
In 2005, nellcor puritan bennett received a report where it was claimed that the tip of a stylet broke off in the trachea of pt during removal. The caller reported that an emergency bronchoscopy was performed and the plastic piece was successfully removed. The caller reported that no further info is available at this time.